Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable ise indirect gen 2 sodium results from the cobas 8000 cobas ise module. The initial result was 122 mmol/l and the repeat results were 147 mmol/l and 148 mmol/l. The questionable results were reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The field service engineer adjusted the gear pump pressure and performed a cleaning of the ise module. The investigation further determined that the electrode in-use time is exceeded. Per product labeling: "replacement interval: 2 months or after measuring 9000 samples" the issue did not re-occur. The investigation could not identify a product problem. The cause of the event could not be determined.